Manufacturer narrative:
Date of event is unknown, no information has been provided to date. UDI section is unknown, no product information has been provided to date.

Event description:
It was reported that the warmer experienced over temperature. There has been no report of patient involvement.

Manufacturer narrative:
Other text: h6. Evaluation codes: updated. No product or photographic evidence were provided, as a result, a complaint investigation and problem confirmation cannot be performed. A device history record (DHR) review was not performed as the device is beyond a year from its manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. If the product is returned, the manufacturer will re-open the complaint for investigation.